Event description:
Report alleges pt began to develop paresthesias in the left arm and underwent a "scalex"/1st rib resection for "tos" in 1991 which was successful for six weeks and in 1992 had a left chest x-ray "sympathyx". Report also alleges pt had a motor vehicle accident in 1990 with trauma to the chest and has complained of local pain since the accident. The pt thinks the implants are decreasing in size, more in the left than the right. Pt denies changes in texture but complains of systemic symptoms over the year including arthralgias (morning stiffness)/myalgias (left more than right and upper more than lower), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep distrubances, frequent urinary tract infections, low grade fevers, hot flashes, tmj disease, dental problems, visual changes, dizziness (vertigo), memory loss, dry mucus membranes, hair loss, rashes, oral sores, sensitivity to sun, cold (raynaud's)/chemicals, shortness of breath, choking sensation, chest pain, weight gain, gastrointestinal/genitourinary disturbances, dyspareunia and easy bruising. Pt is otherwise healthy.